Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the attachment device would not attach to the handpiece device as the turn sleeve labelled was loose. The assignable root cause was determined to be component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device serial number ((B)(4)) was inadvertently entered in the lot number field on the initial report. The serial number has been updated to reflect the correct information. Device evaluation: upon further evaluation, it was found that the housing of the device was loose, it was determined that this condition was due to design specifications. It was noted screwed housing. Therefore, the assignable root cause was determined to be due to inadequate design specifications instead of normal wear. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a veterinary tibial-plateau-leveling osteotomy (tplo) on an unspecified canine breed, it was observed that the attachment device would not oscillate the saw blade device. The reporter stated that the attachment device locked to the small battery device as intended. During the procedure it was observed that there was no cutting action from the saw blade device. It was reported that the attachment device would not lock and run the saw blade. It was reported that there was no delay in the procedure as an unspecified spare device was available and the procedure was successfully completed. There was no human patient involvement this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.